Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine with a concentration of ¿10 mg¿ at a dose of ¿3.2¿. It was reported there was pump pocket swelling. The patient had fluid at the pump pocket. There were no environmental/ external/patient factors that might have led or contributed to the issue. Diagnostics/troubleshooting included catheter access port aspiration (ca p) and a dye study, both were normal. There was a partial explant of the catheter on (B)(6) 2017, and the doctor decided to change the pump connector. The explanted pump connector was going to be returned for analysis. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis was unable to identify any significant anomalies. If information is provided in the future, a supplemental report will be issued.